Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. 61- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip broke off." The instrument was found to have a broken blade. The blade broke at roughly 0.205¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of system logs for system sk1772 with a procedure date of 29-july-2020, confirmed that harmonic ace (pn# 480275-08 / lot # m90190801 - 0001) was exchanged with another harmonic ace (pn# 480275-08 / lot # m90190812- 0077) during this procedure. This is a single use instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of video provided by customer shows a harmonic ace instrument being used in close proximity to a maryland bipolar forceps and a suction irrigator. There are a couple instances of the bipolar forceps and suction irrigator making contact with the harmonic ace blade; however, I did not see any contact while energy was being activated. The harmonic ace blade is inserted into tissue while energy is activated and the surgeon uses a pushing motion for their dissection. There is quite a bit of charred tissue, including built up on the tips of the harmonic ace. Depending on the surgeon and their approach to the procedure, charred tissue is a normal byproduct of surgery with energy instruments. After a few moments of energy activation, the blade separates from the harmonic ace instrument. It is quickly retrieved and removed from the patient. The lot #/system # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Based on the information provided at this time, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, during dissection of the liver, the instrument tip broke off of the harmonic ace instrument and fell into the patient. The tip was retrieved successfully with a back-up instrument during the same procedure. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon mentioned he saw the metal jaw separate about 2 hours into the case. The surgery was done using an open jaw technique as they always do for robotic liver surgery. He stated that he "may have been heavier handed and this may have caused the separation." No other method was used to look for retained metal as it was directly witnessed and grabbed at that time and they were able to proceed with the case.